Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net with transmission episodes of high ventricular rate. Review of the transmission revealed oversensing of ventricular lead noise. It was stated that noise was also noted during the patient¿s previous clinic visit and it could be reproduced with isometrics. No patient symptoms or intervention was reported.